Event description:
Healthcare professional reported "capsular contracture baker grade unknown". Later healthcare professional reported "discomfort and occasional nerve pain sensations as well as a change in shape and increasing fullness in the upper part of the breast area", "visible asymmetry with some superior contraction and displacement", "the implant is contracted and displaced superiorly which is giving the appearance of a much more full upper pole, but there is less volume in the lower pole because the implant has moved superiorly","patient did not have a breast cancer on the right but had increased risks which led to the right-sided mastectomy as well. Just given her history of breast cancer, I think that we certainly would want to rule out any potential new breast cancer on the right side which I think is pretty unlikely. I think this is much more likely capsular contracture, however it is a little bit strange to see it develop at this point which is a little later than the early peak incidence of capsular contracture and certainly much earlier than the later capsular contracture", "this would technically be considered grade 4 capsular contracture since she reports pain symptoms related to this". Treatment for symptoms: pericapsulotomies/capsulorrhaphies. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases and deformation are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: grade 4 capsular contracture.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown". Later healthcare professional reported "discomfort and ocassional nerve pain sensations as well as a change in shape and increasing fullness in the upper part of the breast area", "visible asymmetry with some superior contraction and displacement", "the implant is contracted and displaced superiorly which is giving the appearance of a much more full upper pole, but there is less volume in the lower pole because the implant has moved superiorly","patient did not have breast cancer on the right but had increased risks which led to the right-sided mastectomy as well. Just given her history of breast cancer, I think that we certainly would want to rule out any potential new breast cancer on the right side which I think is pretty unlikely. I think this is much more likely capsular contracture, however, it is a little bit strange to see it develop at this point which is a little later than the early peak incidence of capsular contracture and certainly much earlier than the later capsular contracture", "this would technically be considered grade 4 capsular contracture since she reports pain symptoms related to this". Treatment for symptoms: pericapsulotomies/capsulorrhaphies. This record is for the right side. Device was explanted and replaced and it will be returned.